Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient experienced hallucinations immediately following surgery which were still noted on (B)(6) 2017 but not prior to surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the hcp reviewed the event and determined it to be related to medications and not related to the surgery or device. No further complications were reported/anticipated.